Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that during the procedure, the following message was displayed: "image not available", then the screen went white.